Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (removed health effect - clinical code 1912 and it's health effect - impact code 4613. Also, added health effect - clinical code 2222 and it's health effect - impact code 4644) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's mother reported that customer had a low blood glucose value of 50mg/dl and seizure. What led up to the event was that the customer was asleep. Low was treated with 1 dose of glucagon shot and 2 doses of baqsimi glucagon nasal spray. Glucose was not used. Paramedics were called at 1:30am for a low bg of 70mg/dl. Customer was not taken to the hospital. Smartguard was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated with glucagon and glucose. The customer had hypoglycemia and seizures were treated with an emergency room visit. The customer was not comfortable usage of the pump. The customer reported a blood glucose value of 50 mg/dl. The event involved product(s) mmt-7040a, mmt-342g, mmt-1884, and mmt-431aj. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer has used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342g. A product return was requested for mmt-1884. The customer will discontinue using the device, and the customer's response was that the device will be returned. No product return is required for mmt-431aj.